Event description:
Pt received pfo closure on or about in 2002 and approx 1 month later reported experiencing severe headaches and progressive left sided numbness. Pt was seen in the ER and a CT scan was performed and pt was sent home on pain medication with a follow-up MRI and tee scheduled 2 days later. Tee revealed a right sided mass with appendages, possibly a thrombus. Pt was admitted and placed immediately on anticoagulation therapy with heparin and lovinox. Five later blood workup was performed and revealed the presence of strep-variance. Pt is believed to have had a dental procedure prior to implantation. Pt placed on antibiotics. The next day tee revealed that the clot has not diminished but was present on left side as well and pt spiking a fever. Device was explanted and pt was transferred to ICU.